Manufacturer narrative:
Product event summary: the lead was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Returned product analysis was performed and no anomalies were found. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had pre-syncope/syncope symptoms. The rv lead had increased high impedance and was suspect of a fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for light headedness and dizziness. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The oversensing was causing pacing inhibition and the patient was pacer dependent. A magnet was placed over the device and the lead detection was programmed off. The patient is scheduled for a lead extraction. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was removed and a new lead was implanted.